Event description:
The device was implanted on 8/26/93. Revision surgery was performed on 5/22/96 due to pain. Medical records report "pedicle screws were found loose throughout and most prominently loose on the caudal portions bilaterally. Fusion on left underneath rod showed evidence of fibrous intertwining; definite areas of nonunion."